Manufacturer narrative:
Taper ii. The product associated with this report had not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event has attempted to obtain the product in order to return the product for analysis. If returned, visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the reported events as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion." "Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."

Event description:
The patient reported "throwing up, hiccuping, and spitting up saliva. A barium swallow showed obstruction." The patient requested to have the device removed.